Event description:
Information was received from a consumer regarding a patient who was receiving 1 mg/ml morphine at 0.0480 mg/day and 1 mg/ml bupivacaine at 0.0480 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had been experiencing "a lot of headaches" and did not know if it was from the pump "or what". It was further stated that the patient had a headache and it affected his eyes. The patient was not getting much medication because he could not take any more because "it knocks me out" if the dose was higher. The patient wanted to have the pump removed, but the doctors did not want to remove the catheter. The event date was noted to be "last year".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.